Event description:
It was reported that approx. 74 months after the implantation, ventricular oversensing was reported. The lead was explanted and replaced.

Manufacturer narrative:
Three lead fragments were returned for analysis. A 12.5cm proximal lead fragment with serial number (B)(6) and two distal lead fragments with dx ring electrodes and shock coils were available for analysis. It is unclear which of the distal fragments matches the proximal lead fragment. During the visual inspection the proximal and one of the distal lead fragments did not show any peculiarities. The other distal lead fragment showed a rubbed through insulation 12cm proximal to the lead tip. This damage could have led to the reported oversensing. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis of the available lead fragments did not reveal any sign of a material or manufacturing problem.